Manufacturer narrative:
Continued from d10: 5076-52 lead implanted: (B)(6) 2010, 4543 lead implanted: (B)(6) 2007 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following an anti-tachycardia pacing (atp) sequence there was pacing noted while ventricular events were occurring. It was suspected that the right ventricular (rv) lead was not sensing the arrythmia on the nearfield vector. It was noted that the undersensing may be due to poor or low r-waves. The rv lead remains in use. No patient complications have been reported as a result of this event.